Event description:
I had surgery by gyn for pop. Mesh was put in vagina during surgery. Severe pain for 1 month after surgery. Had additional surgery the following month, to remove stitch in ligament. This is what gyn told me. Pain wasn't as severe after surgery but still had pain, in vaginal area, rectum and during intercourse. The following month, saw doctor at the hospital, he examined me which was very uncomfortable. He said the mesh had to come out. Had surgery to remove the mesh. After surgery, no pain which was wonderful. It has been 1 week after surgery without pain. These mesh products need to be taken off the market, so other women will not have to go through the pain that I have suffered for the last 3-4 months. I would not recommend it to anyone having female surgery. I do not have the product name except mesh.